Event description:
This event was also reported under manufacturer report # 3004209178-2014-05677 [it was reported that a lumbar wound infection and csf (cerebrospinal fluid) leak occurred. Signs and symptoms included mild edema to lumbar incision, lumbar swelling and fluid collection, lumbar wound hygroma and drainage from lumbar incision. The event was possibly related to the implant procedure. Diagnostic methods included examination/palpation which revealed the mild edema to lumbar incision on (B)(6) 2013. Examination/ palpation on (B)(6) 2013, revealed lumbar swelling; non-tender, but troublesome to patient; denied headache. Lab work was done on (B)(6) 2013, which showed fluid from the lumbar incision that returned positive for csf. On (B)(6) 2013, examination/ palpation provided results of the lumbar wound hygroma. On (B)(6) 2014, examination/ palpation provided results of drainage from the lumbar incision. Fluoroscopy was done on (B)(6) 2014 which showed lumbar wound seroma, the pump was checked and demonstrated a patent catheter without any leaks or disconnections. Fluoroscopy was done again on (B)(6) 2014, the results showed a return and increase of swelling along lumbar incision; seroma with a possible csf leak. Examination/palpation then on (B)(6) 2014, showed a return of fluid collection. Lab work done on (B)(6) 2014, showed that fluid from the lumbar incision returned negative for infection, but positive for csf. Then on (B)(6) 2014, during surgical observation, greenish-yellowish pus emanated from lumbar incision site under moderate pressure. Interventions had included under ultrasound guidance, aspiration of 30ml straw-tinged fluid from lumbar incision on (B)(6) 2013, then aspiration of 34ml of straw-colored fluid on (B)(6) 2013. At that date, the patient was also scheduled for repair of the csf leak and was to start utilizing an abdominal binder. Then on (B)(6) 2014, a pump pocket revision occurred as well as revision of the intrathecal catheter. On (B)(6) 2014, an epidural blood patch at the l4-5 interspace was performed. On (B)(6) 2014, 60ml of clear, straw-colored fluid from the lumbar incision site was aspirated. Then on (B)(6) 2014, 55ml of clear, yellow fluid from the lumbar incision was aspirated. Pressure was also applied to the dressing site at that time. Under ultrasound guidance, on (B)(6) 2014, 20ml of fluid from the lumbar incision was aspirated. Then on (B)(6) 2014, a pump/catheter revision occurred with the entire system. Lastly, in terms of interventions, the entire device system was explanted on (B)(6) 2014. The device was disposed of. The outcome was listed as ongoing with no further action needed. The device system was used to deliver baclofen. It was also reported on the initial report date that the patient had experienced a wound infection. Signs and symptoms had included an abdominal incision not approximated, a small hole, with purulent drainage. Diagnostic methods consisted of examination/ palpation on (B)(6) 2013, at which time the findings showed the abdominal incision not approximated and the small hole with purulent drainage. Lab work on that same day showed an elevated white blood cell count of 11.9 and an elevated sedimentation rate of 39. Additional lab work, a wound culture, was positive for rare (B)(6), alpha streptococci, micrococcus, and diphtheroids. The etiology of the event was noted to be possibly related to the implant procedure. Interventions had included initiation of clindamycin 300mg four times a day for seven days that began on (B)(6) 2013. Then examination/palpation showed an abdominal incision well healed and no signs or symptoms of infection were noted. The outcome was listed as resolved without sequelae as of (B)(6) 2013. The following day it was reported the pump had inverted in the pocket. No signs or symptoms were associated with the pump inversion. Diagnostics had included fluoroscopy which revealed the pump being inverted on (B)(6) 2014. The inversion was noted to be possibly related to the implant procedure. Interventions consisted of surgical repositioning of the device, pump pocket revision on (B)(6) 2014. The outcome was listed as resolved with sequelae as of (B)(6) 2014 with the sequela being a wound infection. It was further specified that the intervention that occurred on (B)(6) 2014, consisted of a pump pocket revision and pump check under fluoroscopy. No csf leak at that time was noted. The catheter was patent and was re-anchored to the fascia using three purse string sutures. The revision on that date had included the entire device system.]. Any additional information received will now be reported under this manufacturer report number.

Event description:
Additional information later received reported the lumbar wound was suctioned of any pus and irrigated with tinctured iodine solution (B)(6) 2014. Antibiotic ointment was applied to the lumbar incision and covered with sterile dressings. The patient was started on broad-spectrum IV antibiotics: vancomycin and zosyn on (B)(6) 2014 two weeks of keflex 500mg po qid. Lab results showed cultures of the lumbar fluid grew mmss infection on (B)(6) 2014. The severity was indicated as severe and resulted in in-patient or prolonged hospitalization. The outcome was noted as resolved without sequelae (B)(6) 2014.

Event description:
Corrected information: lab results showed cultures of the lumbar fluid grew (B)(6) infection on (B)(6) 2014 and not (B)(6) as previously reported.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).